Manufacturer narrative:
(B)(4). Date sent: 8/20/2024. D4: batch # 741c69. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage, with a battery pack, and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 741c69, and no non-conformances were identified. Additional information was requested and the following was obtained: surgeon stated that the device just stopped mid fire while he was holding the trigger. He took the battery out, replaced it and began firing again, however, later in the case something similar happened and he chose to get a new device to finish the case. He clarified that it was one device with two instances of stopping. Did the device lock-out (no staples deployed and no cut line started)? The stapler stopped mid to ¾ into firing the reload. Staples were deployed and cut line was started or, did the device start to deploy staples and cut but could not be completed (partially fire)? Device started to deploy staples and cut but could not complete the firing or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? He did not have difficulty opening the device if yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Case was completed with a different device with no patient consequence as of this email was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during the unk procedure, the devices stopped working. Patient consequences unknown. Surgical delay unknown.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2024. D4: batch # 741c69. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage, with a battery pack, and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife was noted to have nicks. The device event log was reviewed. The log indicates that no suspect power cycles were noted. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 741c69, and no non-conformances were identified.